Event description:
It was reported to philips that the battery (dom 18190-0223-p) for the device was no longer charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the battery (dom 18190-0223-p) for the device was no longer charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One li-ion battery pack was returned for failure analysis. The reported customer problem of the battery not charging could not be verified/replicated in the lab. The battery was received without any charge and was able to charge in the heartstart mrx device. However, it took the battery longer than normal to charge. Additionally, the battery exhibited abnormal cf mode and vdq operation status flag conditions when received. The first condition cleared after a successful battery calibration test (bct). The second condition remained unchanged/abnormal, indicating an issue with the battery discharge cycle (invalid). The component was scheduled to be sent to the vendor for further analysis. Upon response from the vendor, it was clarified that a set vdq flag does not directly correspond to a component malfunction. The flag is used to show that the battery is in a learning cycle process to calculate an updated full charge capacity value. Furthermore, the battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate state of charge reading. The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - added vendor response submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (dom 18190-0223-p) for the device was no longer charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One li-ion battery pack was returned for failure analysis. The reported customer problem of the battery not charging could not be verified/replicated in the lab. The battery was received without any charge and was able to charge in the heartstart mrx device. However, it took the battery longer than normal to charge. Additionally, the battery exhibited abnormal cf mode and vdq operation status flag conditions when received. The first condition cleared after a successful battery calibration test (bct). The second condition remained unchanged/abnormal, indicating an issue with the battery discharge cycle (invalid).